Event description:
The customer reported unable to aquire lead v2 on a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to aquire lead v2 on a 12 lead ECG. There was no reported adverse pt impact. The customer isolated the issue to the trunk cable. The trunk cable was replaced and the issue was resolved.